Event description:
It was reported that the pt experienced an infection post implant. The pt also had a seroma at catheter incision site and tunneling area. The pt had staples removed in 2008, and at that time it was noted that the abdominal incision looked fine but there was some seepage on the back incision. The pt was given a prescription for oral antibiotics but she did not pick them up. She was seen in the emergency room over the following weekend and was admitted for intravenous antibiotics. According to the surgeon's note he did not feel there was a significant problem. The pt was again given a prescription for antibiotics but again did not pick them up. The pt was seen for follow up one week later, and the note indicates that she did not have any site tenderness, fever, nausea or chills. The culture results showed staphylococcus aureus. The pt was assisted to obtain antibiotics. Since that time the pt has been seen on a regular basis for ongoing monitoring. The most recent visit from 2008, indicates that the incisions appear to be healing as there is only slight drainage on the abdominal incision and none noted on the back incision. The pump is used to deliver compounded baclofen; the pt reported getting effective therapy.